Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly and became unresponsive. The pump was connected to a power source however the pump remained off. The customer¿s blood glucose level was not impacted. Reportedly the customer had manual injections as alternate insulin therapy